Event description:
The pt presented with an internal carotid artery aneurysm, 14 mm in size. The internal carotid artery was tortuous and the subject device could not reach area of treatment. The distal segment of the stent deployed a the proximal segment of the internal carotid artery; the stent remains that the proximal segment of the internal carotid artery. The procedure was finished without a stent and completed with gdc coils. The pt was reported in good condition.